Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on several conductors (not obstructed) as well as the outer tubing overlay. The outer tubing overlay also exhibited cosmetic environmental stress cracking and the outer insulation exhibited a cosmetic depression.

Event description:
It was reported that the carealert triggered, and the lead exhibited impedance issues, noise, oversensing, and an apparent fracture. The lead alerts were programmed off, and the lead was later cut, capped, and replaced. No patient complications have been reported as a result of this event.